Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's ac connector was loose inside the device due to the bracket snapping. The device's ac connector was refitted to address the issue.